Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the right atrial lead exhibited noise. The patient presented in clinic and isometric movements were performed to reproduce noise however, it was unsuccessful. No intervention has been performed. The patient was in stable condition.